Event description:
It was reported the day after a device change out, a patient alert triggered for the right atrial (ra) lead having high impedance. The ra lead had elevated threshold, intermittent capture and p-wave double counting. Initial fluoroscopy revealed the ra lead was not fully through the device header. The incision area was opened and the device visually inspected. The ra lead appeared to be fully seated in the device header and repeat impedance measurements were greater than 3000 ohms. The ra lead was attempted to be pushed and pulled in the device and there was no movement noted and impedances remained high. The device setscrew was loosened and the ra lead tested with the analyzer found impedances were stable and normal. The ra lead was reinserted into the device header and secured with stable impedances measured multiple times. The device had an issue with the atrial setscrew. The ra lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.